Manufacturer narrative:
No medwatch form was received. Internal insulation abrasion was found at 15.5-16.0cm from the tip electrode. The etfe coating was intact at this location.

Event description:
It was reported that high rv capture threshold was observed. The lead was replaced.